Manufacturer narrative:
(B)(4). Additional information: during follow up with the reporter, they stated that dianeal therapy was discontinued, the patient's peritoneal dialysis catheter was removed, and the patient switched to hemodialysis. On an unspecified date, the patient was discharged from the hospital. It was reported that the patient was not doing well and their fluid was not clear. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Beginning on an unreported date, the patient was treated with vancomycin injection 1000 milligrams (route, frequency, and duration not reported) and amikacin injection 125 milligrams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.